Event description:
The customer reported that the device would not recognize the therapy cable. The customer reported that this was found in testing only and there was no pt involvement.

Manufacturer narrative:
(B)(4) : the customer reported that the device would not recognize the therapy cable. The customer reported that this was found in testing only and there was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.